Event description:
It was reported that the patient a procedure at l4-l5 via plif it was reported that l4 screw(s) loosening and cage back out were confirmed. A revision surgery was completed. All primary construct including cages were removed. Decompression and disc resection were added, and that corrected the alignment; so that, no reduction was needed to correct the spondylolisthesis.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device was returned for evaluation. Visual review identified upper break-off portion of set screw, with damaged thread crests approximately 180 degress apart, consistent with removal by pliers. The above observations are consistent with damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.